Event description:
A customer reported experiencing issues with high blood glucose event necessitating a visit to the emergency room on (B)(6) 2025. The customer's blood glucose level reached a high of 597 mg/dl, although no injury occurred and the cause was unknown. In response to the situation, the customer received treatment of intravenous fluids and insulin, which successfully resolved the issue. The customer was discharged from the emergency room later that same day, with no permanent damage identified by healthcare providers.